Event description:
It was reported that the customer stated their insulin pump was broken. The customer had received a button error alarm on the insulin pump after trying to enter in carbohydrates. The customer stated that all the buttons were malfunctioning. The customer's blood glucose was 20 mmol/l. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.